Event description:
It was reported that the customer dropped her insulin pump and the drive support cap is protruded. The customer's blood glucose reading was 200mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/protruded drive support disk. No alarms noted. The insulin pump was received with a scratched lcd window. The insulin pump was received with a cracked battery tube threads.